Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient's competitor device and boston scientific right ventricular (rv) lead exhibited high shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates that the competitor device and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.